Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 323.062; lot: 2l36146; manufacturing site: bettlach; release to warehouse date: november 21, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. Visual inspection: the received drill bit is broken approximately 10mm from the fluted tip section. The tip and as well the cutting edges are badly worn. The shaft shows slight scratches. Dimensional inspection: because of the damages, the complaint relevant dimensions cannot be checked to print specifications. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Material review: this drill bit was made from the blank (sub-component). The blank is not lot tracked. Therefore, the last three potential work orders that were produced prior to lot 2l36146 were reviewed. The review has shown that the correct material was used, and that the hardness was within the specification from drawing. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. It was reported that the drill bit interfered with an unknown locking screw which had been already inserted. Based on this provided information, we assume that a metallic contact with too much mechanical force caused the breakage of the drill bit. Therefore, we can confirm the visible damages are not from any manufacturing non-conformity. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent an unknown surgery on (B)(6) 2019 with variable angle (va) olecranon plate with two holes was applied for right olecranon fracture. During the procedure, the surgeon inserted an unknown cortical screw at the most distal hole, then, inserted an unknown va locking screw at the second proximal hole. Subsequently, when the surgeon tried to drill the bone for the most proximal hole, the drill bit interfered with the locking screw which had been already inserted. Since the broken piece of the drill bit was under the plate, all the screws and plate from the patient¿s body were removed. The broken piece was successfully removed by using an unknown needle-nose pliers. Through an intensifier images, the surgeon confirmed that there were no broken pieces left inside the patient¿s body. Post-operative x-rays also showed that there were no broken pieces left inside the patient¿s body. The surgery was completed within a thirty (30) minute delay, though it was not reported how the surgery was finished. There was no adverse consequence to the patient. Concomitant devices reported: unknown olecranon plate (part #: unknown, lot #: unknown, quantity: 1), unknown cortical screw (part #: unknown, lot #: unknown, quantity: 1) and unknown locking screw (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) 2.0mm drill bit. This is report 1 of 1 for complaint (B)(4).